Event description:
Report received from (B)(6) stating that the device had a broken tip. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "broken tip" was confirmed. During service, the device failed the visual assessment. If add'l info becomes available, a supplemental report will be sent. (B)(4).